Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. Blood glucose value is unknown. Mother was unable to troubleshoot as the customer was not present with the insulin pump at the time of the call. It was advised to have the customer call back to troubleshoot the insulin pump.